Manufacturer narrative:
Concomitant medical products: product ID: w1dr01 ipg, implanted on (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that some atrial under-sensing of atrial tachycardia/atrial fibrillation (at/af) on stored electrograms was observed, resulting in false termination of at/af episodes. The right atrial (ra) lead remains in use. No patient complications have been re ported as a result of this event.